Event description:
T was reported via repair work order that the headboard was damaged with exposed sharp edges. It was also reported that the power cord sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.